Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrioventricular nodal reentrant tachycardia procedure with an ez steer nav bi-directional electrophysiology catheter and suffered a heart block, which required a pacemaker. During the procedure the patient had a long pr interval and developed a 2 to 1 heart block after radiofrequency ablation of the slow pathway. The patient remained stable and was transferred to the intensive care unit for observation and pacemaker implantation. Additional information was received on the event. The patient did require hospitalization since the patient was on telemetry monitor for observation of heart block. The patient's condition has improved. The physician&#38112;opinion regarding the cause of this adverse event is that this is procedure related since during ablation of slow pathway, the patient had a premature ventricular contraction, and the physician quickly pulled catheter back. At that time the patient went into heart block.